Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: myocardial infarction (mi) is considered to be a permanent impairment. Device issue: no device malfunction has been reported. It was reported via a clinical trial that during a study index procedure, a 2.5 x 15 mm xience v stent was deployed in the proximal circumflex using direct stenting and a 2.75 x 15 mm xience v stent was deployed in the 2nd obtuse marginal (om) and pre-dilatation was done. This index procedure was performed in 2008. However, the following day, the pt had side branch occlusion of the 2nd om occlusion, and had elevated cardiac enzymes post procedure. Additionally, the pt experienced nausea and chest pain during the event and ECG was without changes. This prolonged hospitalization, and the pt was treated with medication. In 2009, the cec adjudication results determined this event to be non q-wave myocardial infarction (mi). No additional event or pt info is available.

Manufacturer narrative:
Mi, in the IFU and risk assessment matrix, is an adverse event associated with coronary stenting. The IFU states: pre-dilate the lesion with a ptca catheter for the vessel/lesion to be treated. The angina and cardiac enzyme elevation were possibly secondary effects of the mi, which required hospitalization and medications. Also, nausea is a common pt effect associated with angina or may be an effect of the medications. A conclusive cause for the pt effects, and the relationship to the product, if any, cannot be determined. The 2.75 x 15 mm xience v stent is being reported under MFR # 2024168-2008-01306.